Manufacturer narrative:
(B)(4). Results of investigation: this unit was field service by a carefusion authorized service center. The service technician replaced the flow valve to address the reported issue. The defective component was sent to carefusion and the defective part was scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of tidal volume than expected. It is unknown at this time whether or not there was any patient involvement associated with this complaint.